Event description:
It was reported that foreign matter was found in the bd vacutainer® urine collection cup before use. The following information was provided by the initial reporter: new batch of cups were ordered, because previous cups were found also artefacta. Now customer has ordered new ones and they look like the same. They think that patient do not take samples to them bacause they look like used. Customer wants to have same good quality than they used to have earlier. 20% of 2200 look so bad that they do not want to give them at use.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cups with a cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found in the bd vacutainer® urine collection cup before use. The following information was provided by the initial reporter: new batch of cups were ordered, because previous cups were found also artefacta. Now customer has ordered new ones and they look like the same. They think that patient do not take samples to them because they look like used. Customer wants to have same good quality than they used to have earlier. 20% of 2200 look so bad that they do not want to give them at use.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for cups with a cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® urine collection cup before use. The following information was provided by the initial reporter: new batch of cups were ordered, because previous cups were found also artefacta. Now customer has ordered new ones and they look like the same. They think that patient do not take samples to them because they look like used. Customer wants to have same good quality than they used to have earlier. 20% of 2200 look so bad that they do not want to give them at use.